Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Conclusion: the device was not returned. Images were not provided. The investigation is inconclusive for failure to expand. Based on the available information, the definitive root cause is unknown. It is unknown if patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: failure of filter expansion/incomplete expansion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information: received clarification that after additional manipulation, two filter legs remained crossed on deployment. There was no attempt to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter legs were allegedly crossed and the filter did not fully expand. The filter was captured and repositioned caudally; however, three filter legs were reported to remain crossed. Request for the conclusion of the procedure or course of action has been requested and the file will be updated upon receipt of information. There was no reported patient injury.